Manufacturer narrative:
Unit had severely scratched display window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen was completely worn. No further details were provided. Blood glucose was unknown at the time of the incident. The device was returned for analysis.